Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 0185 competitor lead implanted: (B)(6) 2007; 4463 competitor lead implanted: (B)(6) 2001. (B)(4)

Manufacturer narrative:
Evaluation summary: the device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). It was also reported that there was high lv (left ventricular) threshold. The device was explanted and replaced, and the lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.